Event description:
It was reported that this tachy lead was not implanted successfully due to unknown product performance anomaly. This tachy lead was replaced a non boston scientific model. No adverse patient effects were reported.